Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the base handle resized because handle was closed without 6in transitional installed, and this deformed the hole. Unit also received without 6in transitional. All worn components was replaced due to wear including shock cushion, 1/4in pin and adjustment wrench. General maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely a combination of normal wear over time (manufactured in 2009), and use error (handle was closed without 6 inch transitional installed, which deforms the hole). No further investigation required based on the acceptability of risk. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was not working properly. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.